Event description:
During a product evaluation of the microcuff endotracheal tube between the period of two weeks in 2007, the following comments were received from the hospital related to product performance: "several doctors (anesthesiologists) complained that it took excessive pressures to seal the artificial airway (above 100 cm h2o). Obviously these are above the norms. Most of those turned out to be 7.5 mm tubes. Also respiratory therapy complained that some tubes were migrating into the (vocal) cords. Also, one person reported that upon extubation the tube was almost impossible to remove. Also, some water was observed in the pilot balloon by a few therapists." No additional details were provided with respect to the individual events nor were any details provided about the patients involved. No patient injury was reported. Kimberly-clark had no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided; therefore, the specific device master record could not be identified for review. However, an investigation of this incident will be conducted as part of an overall review of similar complaints received by kimberly-clark health care. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.